Event description:
It was reported during a lap cholecystectomy procedure that the firing trigger of the al326 was stuck. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis found that the al326 instrument was returned non functional. The instrument was cycled and the trigger would not close completely "plastic to plastic." Upon disassembly, the trigger was found to be broken and the piece was missing. The feed cam was broken in two pieces. The coupling assembly was cracked and the plastic was brittle. The kick off spring was deformed. The shaft was bent. Due to the returned condition, the instrument was non functional. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. Compliant information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.